Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss). When programmed back to bipolar configuration, it was noted a high out of range right ventricular (rv) pacing impedance measurements, greater than 3000 ohms. In addition, high pacing thresholds, loss of capture (loc) and noise when pocket manipulation was observed. Technical services (ts) was consulted and explained possible reasons for the exhibited behavior. A chest x-ray was performed, but it was unremarkable. The patient is not pacemaker dependent. No adverse patient effects were reported. This device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss). When programmed back to bipolar configuration, it was noted a high out of range right ventricular (rv) pacing impedance measurements, greater than 3000 ohms. In addition, high pacing thresholds, loss of capture (loc) and noise when pocket manipulation was observed. Technical services (ts) was consulted and explained possible reasons for the exhibited behavior. A chest x-ray was performed, but it was unremarkable. The patient is not pacemaker dependent. No adverse patient effects were reported. This device system remains in service.